Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Korea. Allegedly, three months after breast implant surgery, the patient presented with pain and deformity of the right breast, and clinical evaluation with ultrasound confirmed rupture of the right breast implant (sn: (B)(6). A revision surgery was performed.